Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noticed a discrepancy between her cgm and bg meter readings. The cgm showed 42 mg/dl, while the bg meter indicated 128 mg/dl. The patient was experiencing nausea and contacted her doctor, who advised her to go to the emergency room (ER). Upon arrival at the ER, the patient's cgm reading had dropped to 40 mg/dl, and the bg meter showed 106 mg/dl. Medical staff advised the patient to remove the cgm sensor due to the conflicting readings. The patient was then treated with an unspecified intravenous (IV) solution, compazine (an anti-nausea medication), and grape juice to stabilize her blood glucose levels. After approximately two hours of treatment, the patient's bg meter reading was 112 mg/dl. She was discharged from the ER and instructed to continue her daily diabetes management routine at home. At the time of the report, the patient stated she was feeling "fine." Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the ER, a comparison was performed and the reported glucose fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.